Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 28mm in length, de novo target lesion was located in the mildly tortuous and calcified proximal left anterior descending artery (lad).the lesion was pre-dilated with non-bsc 2.5mm balloon catheter. A 4.0 x 20mm taxus element was deployed in the proximal lad; however, the physician noticed that the length was to short and the plaque was not covered completely in the distal portion. Then the physician, deployed this 3.0mm x 8mm taxus element distally overlapping with the first implanted stent. The overlapping area was post dilated with a 3.0mm non-bsc balloon catheter, the physician noticed that the stent looked deformed and there was no overlapping between the two stents. No further action was taken and the procedure was completed with no patient complications reported. The patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4) device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).